Manufacturer narrative:
A supplemental MDR is being submitted for a completion to the engineering evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h11. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. The provided imagery was evaluated and revealed the following: commander inflation balloon bunched towards nose tip. Crimp balloon torn at I/c bond location. Residual fluid and blood observed inside the balloon. Unable to confirm balloon burst with provided imagery. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The IFU for commander ds with s3 IFU was reviewed. Instructions include, 'before deployment, ensure that the thv is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker'. A review of edwards lifesciences risk management documentation was performed for this case. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaints for balloon torn and difficulty or inability to withdraw system through sheath were confirmed based on evaluation of the provided imagery, whereas the complaint for balloon burst was unable to be confirmed due to unavailability of the device or applicable imagery. No manufacturing non-conformances were identified during engineering evaluation. A review of the DHR, lot history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, 'during procedure, the commander delivery system balloon burst at the end of the inflation when the valve was deployed at 95% but no additional post-dilatation was needed. Although there were difficulties in passing the commander delivery system through the esheath hemostatic valves, the device was successfully recovered. (') as per pictures provided, a commander delivery system balloon torn was observed (tensile failure proximal to inflation/crimp (I/c) laser bond)'. The balloon burst could potentially result from unfavored physical interactions between the inflation balloon material and the implant site with rigid characteristics (i.e. Calcified landing zone and/or pre-existing valve) or it could result from over-inflation, subjecting the balloon to pressures high enough to cause the balloon to burst. In this case, no details were provided with respect to patient anatomy nor inflation volume used. Due to limited information, a definite root cause was unable to be determined. As the balloon was burst, it is possible that blood entered the balloon after deployment, which could have altered the balloon profile, increasing the balloon diameter and potentially made it more susceptible to interfere with the distal end of sheath tip, which then may have led to the experienced withdrawal difficulty. As such, available information suggests that procedural factors (withdrawal of an altered balloon profile) likely contributed to the reported withdrawal difficulty. In this case, evaluation of the provided imagery revealed a torn I/c bond. Potential root causes for separation of the inflation balloon to crimp balloon bond have been identified and documented in a previously opened pra. As identified in the pra, high forces on the system during system retrieval may result in the crimp balloon tearing. In this case, difficulties to withdraw the delivery system into the esheath were encountered. As a result, additional manipulation and increased withdrawal forces may have been applied to overcome the encountered withdrawal difficulties and thus, lead to the reported crimp balloon separation at the I/c bond. As such, available information suggests that procedural factors (device manipulation) may have contributed to the reported event. A product risk assessment was previously initiated to investigate the cause and assess the risk associated with balloon ' torn. In this case, no product non-conformance was identified during the evaluation and the material separation has likely occurred during withdrawal of the delivery system through sheath and resulted in procedural delay. Per the assessment, it has been determined that no CAPA, scar, or additional pra is required as the established triggers have not been met. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our french affiliates, during implant of a 29mm sapien 3 valve in the aortic position by transfemoral approach, the commander delivery system balloon burst at the end of the inflation when the valve was deployed at 95% but no additional post-dilatation was needed. Although there were difficulties in passing the commander delivery system through the esheath hemostatic valves, the device was successfully recovered by first placing it in the introducer and then removing the introducer completely. No patient injury occurred, and patient remained stable post procedure and was discharged home according to protocol. As per pictures provided, a commander delivery system balloon torn was observed (tensile failure proximal to inflation/crimp (I/c) laser bond).